Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/11/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female had a mentor siltex round moderate profile 325cc saline prostheses implanted. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. Brown material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 3.2 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the etiology of the white and brown material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided not recognized, no device history record (DHR) review could be performed. Concomitant medical products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650, lot #123599. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female had a mentor siltex round moderate profile 325cc saline prostheses implanted. The final fill volume of the right prosthesis was 360ccs, and the left was 340ccs. On (B)(6) 2018 right sided deflation was observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed on (B)(6) 2018.